Event description:
Boston scientific received information that during a device change out procedure, this implantable cardioverter defibrillator (ICD) had trouble getting the patient into fibrillation when performing defibrillation threshold testing (dfts), but were eventually able to. When the device delivered a shock, a warning screen came up that stated that there was a shorted condition. The device also displayed high shock impedance measurements after multiple tests. A tug test was performed and the df-1 terminal pin came loose; however the physician indicated that he did test the connection prior and it was secure the first time. The terminal pin was reconnected appropriately. A shock on the t-wave was performed and the physician attempted 5-6 times but was not able to induce the patient. The physician indicated that everything appeared normal, and eventually successful induction was obtained. The device charged and delivered a shock - the patient jumped, but it did not convert the patient. A warning indicated a shorted condition. Boston scientific technical services (ts) recommended either replacing the lead or the device. The old device was reconnected and a commanded shock of 31 joules was delivered. There were normal impedance measurements which indicated that the lead was functioning appropriately. It was noted that the positive port plug may be stuck in as there was blood in the df-1 negative port since the lead was not freed up well and the physician had to put the device in the pocket when plugging in the port and ended up with fluid in it. Another device was implanted successfully and the chronic right ventricular (rv) lead remained implanted.

Manufacturer narrative:
(B)(4).